Event description:
It was observed during central processing prior to being used on a patient that the mega suturecut needle driver instrument had a broken cable.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable cannot be confirmed. Drive cables at wrist are not broken or frayed upon visual inspection. Grips can open/close fine when input discs are manually rotated. Additional observation not reported by site is - dislodged luer plate and poor cut performance. The luer plate is dislodged from the chassis and pushed into the backend. A section of the luer plate and the chassis inner wall feature that holds luer plate is broken off. Evidence not conclusive, but wall feature likely broke due to improper cleaning, allowing luer plate to dislodge. Scissors do not cut cleanly through 0-silk suture. Suture gets smashed between blades and requires multiple attempts to be cut completely through. Blades are not damaged. Shearing contact between blades feels low. No other damage found.